Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records was not reviewed as the batch number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device. Manufacturing date: unknown since lot number is was not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during surgery, a surgical tech inadvertently handed the physician a vial of healon 5 instead of regular healon for lens insertion. The physician did not realize it was healon 5. The patient had increased pressure, swelling and irritation post surgery and had to be referred to a retina specialist and is currently being treated for endophthalmitis. No further information was provided.